Event description:
Information received indicates, the motor speeds up and then stops infusing during testing.

Manufacturer narrative:
Investigation found a defective pcb caused the motor to run erratically. The pcb assembly was replaced to resolve the issue.